Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 at 3 am with blood glucose of 34 mg/dl. The customer's another blood glucose level was in low 90, 180, 157, 44 mg/dl. The customer was treated with syrup through intravenous, like a shot of syrup. The patient troubleshooting was not done for low blood glucose and over delivery. The customer has been using insulin pump system within 48 hours of reported low bg event. The customer reported that auto mode was automatically delivered insulin at the time of the event. The insulin pump will not be returned for analysis.